Event description:
It was reported that during a generator change for elective replacement indicator, interrogation revealed a sudden drop in impedance and high threshold measurements on the right ventricular lead. The physician elected to change the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. However, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage.